Event description:
It was reported by the rep that the (1) 355ld was used during a diagnostic laparoscopy procedure. It was reported that the surgeon stated that the safety shield would not retract back to expose the blade. The case was completed with another device and there was no consequence to the pt.